Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy in two different episodes. This device was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.